Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing of the device. Device passed the hc return instrument test/evaluation (rite) electrical test but failed rite functional test. The functional rite failure found will be captured and  reported through (B)(4). Upon conclusion of the investigation, the cause was determined to be use one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:37:42. During night drain cycle four, the patient's ultrafiltration reading was 1564ml, indicating the home patient (hp) drained 1564ml more than their maximum programmed fill volume of 2500ml. No additional information is available.